Manufacturer narrative:
This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the routine device replacement procedure, this chronic right ventricular (rv) lead was surgically abandoned and replaced. It was reported that at a past device check, the physician had determined this lead was fractured, so the device was reprogrammed to aai mode. The patient had an intrinsic ventricular rhythm, so this reprogramming was done to avoid a lead revision before the device reached elective replacement time (ert). No additional adverse patient effects were reported. The lead was not explanted so it was not able to be returned for analysis.